Event description:
It was reported that a ventricular autocapture threshold test documented backup pacing every other beat. The patient was pacemaker dependent. When autocapture was turned off, no pauses in pacing were noted for over an hour and ventricular capture was acceptable. Autocapture was re-enabled and the same pattern of backup pulses was observed. Autocapture was then disabled, and the pulse generator was programmed to fixed outputs.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.